Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product 3-0 vicryl plus or vicryl rapide suture caused and/or contributed to the adverse events described in the article, specifically: pain, infection and wound separation? Can you explain what is meant by delayed wound healing? What medical intervention was performed to treat the delayed wound healing? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: obstet gynecol 2013;122:878¿884. Doi: 10.1097/aog.0b013e3182a5f0c3.

Event description:
It was reported in a journal article in randomized trial that the patient underwent cesarean delivery on an unknown date between (B)(6) 2010 and (B)(6) 2011 and suture was used in the subcutaneous fat layer. Half of the skin incision was closed with subcuticular sutures and the other half closed with staples after randomization. The patient possibly experienced pain at the 1 day, 7 day, 3 month and 6 month follow-up. The patient possibly experienced infection and / or separation in the middle of the scar treated with steri-strips. No cases of infection or separation required treatment in hospital. Additional information has been requested.